Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the bile duct of a female patient (patient age and weight are unknown). During the procedure, the guide catheter was retracted for stent deployment; however the guide catheter became stretched, and the stent was unable to be deployed. The procedure was successfully completed with a different device and no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deemed a reportable event based on the investigation results; broken guide catheter.

Manufacturer narrative:
The patient's exact age is unknown, but is reportedly over 18 years. A visual evaluation of the returned device revealed that the guide catheter was stretched and broken close to the proximal end. The stretched and broken proximal piece of the guide catheter was stuck on guidewire. The guidewire could not be removed from the guide catheter due to resistance. There was damage on the guidewire and it was not a likely contributing factor towards the complaint event. The distal end of the guide catheter had kinks/bends (suture impressions). The suture hole at the distal end of the push catheter was torn. There was no other damage on the push catheter. The touhy borst cap, stent, and suture were not returned for evaluation. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.